Event description:
It was reported that "on (B)(6) 2024, after few hours of use, 2 arterial catheters became non-functional (difficult sampling, no possible blood pressure reading). This led to the device being removed and replaced with a new one." No patient harm reported. Patient condition unknown at the time of this report.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "on (B)(6) 2024, after few hours of use, 2 arterial catheters became non-functional (difficult sampling, no possible blood pressure reading). This led to the device being removed and replaced with a new one." No patient harm reported. Patient condition unknown at the time of this report.

Manufacturer narrative:
Qn#(B)(4). The customer report of no pressure reading could not be confirmed by visual inspection of the customer supplied photos. A full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.